Event description:
Patient presented with high impedance at a follow-up visit, so the patient's device was disabled and they were referred for a lead revision. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date